Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
A report was rec'd that stated a nurse rec'd a needle stick. The report stated that the nurse attempted to engage the safety device with her thumb and the nurse was stuck by the needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for evaluation.